Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a sigmoidectomy procedure, the device broke in which the spike of the device did not come out during dissection of rectum. Another device was used to complete the procedure. There was no adverse events reported. Patient is alive with no injury.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a sigmoidectomy procedure, the device broke in which the spike of the device did not come out during dissection of rectum. Another device was used to complete the procedure. There was no adverse events reported. Patient is alive with no injury.